Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 242 mg/dl. The needle mechanism had a delayed deployment and the pod was unable to be used. For treatment, the patient changed out the pod and gave a correction bolus of 9.8 units.

Manufacturer narrative:
The pod was received with the cannula deployed. The device completed 56 pulses and was deactivated at the end of second prime. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported late needle deployment could not be determined. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm, and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.